Manufacturer narrative:
(B)(4). The incident sample was discarded and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up reported will be submitted.

Event description:
The customer reported that following a thoracoscopy procedure, nothing was noticed when removing the pad. However, the next morning the doctor reported a large burn where the pad had been placed. The injury was described as red and blistering, with very red and white blisters. The area treated with silvadene cream and gauze. The patient had been lying on the pad for the length of the procedure (over 5 hours). The incident pad was discarded in operating room.